Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket/510(k) #: additional premarket/510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was retained by the customer. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient had a surgical procedure to revise their lead due to the lead migrating. The device was not helping the patient's symptoms and the x-ray revealed that the lead had migrated. The physician revised the lead to adjust it for efficiency. The physician placed a new lead on the right side, however the motor responses were lower than before. The original ins was re-implanted in the same pocket and the patient was programmed for better coverage in the vagina and buttocks. No patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient had a surgical procedure to revise their lead due to the lead migrating. The device was not helping the patient's symptoms and the x-ray revealed that the lead had migrated. The physician revised the lead to adjust it for efficiency. The physician placed a new lead on the right side, however the motor responses were lower than before. The original ins was re-implanted in the same pocket and the patient was programmed for better coverage in the vagina and buttocks. No patient complications were reported.